Manufacturer narrative:
The device was received deployed. The download data shows that the device generated an alarm, indicating a low voltage detection. The alarm was generated during priming, preventing the completion of second prime. No damages or deficiencies were observed that would contribute to an alarm. During the investigation, all three batteries were measured to have sufficient voltage, and the shelf mode current was measured to be within specification. Inspection of the needle mechanism components found no damages or deficiencies that would cause the needle to not deploy. Since the device was received in the deployed state, the alarm which expired during second priming sequence could not confirmed as the cause of the needle mechanism failure. The exposed portion of the soft cannula was observed to be bend. During the investigation, the bend did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the cannula was damaged, the timing and cause of the damage is unknown.

Event description:
It was reported that the patient's blood glucose level reached 300 mg/dl. It was noted that the pink slide did not move forward, but the cannula was visible and bent. No information was provided on how the hyperglycemia was treated.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.